Manufacturer narrative:
The exact implant date was not available, therefore the date (B)(6)2005 was used as estimate, as it was reported that the device was implanted 19 years ago.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which it was noted that the device was broken; therefore, all components were removed. Given that the device had been implanted for an extended period, the physician decided to close the surgical site without implanting a new aus, allowing the patient to heal. No further patient complications were reported.